Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; "no injection/no delivery." No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box showed loss of prime associated with a pump not primed after power on reset and the pump not primed after rewind. No valid loss of primes were recorded. A 24-hour duration test was successfully completed with no loss of prime warnings or other errors, alarms or warnings being duplicated. The force sensor calibration check showed the pump was detecting the correct force. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen had a pinkish contrast and the battery compartment was cracked below the bumper pad.